Manufacturer narrative:
This report is submitted on october 31, 2016 by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. (B)(4).

Manufacturer narrative:
This report is submitted on october 05, 2016 by cochlear limited on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. H3 other text : device not returned to manufacturer.

Event description:
Per the clinic, the patient experienced poor performance with device use resulting in the decision to explant the device. The device was explanted on (B)(6) 2016 and the patient was re-implanted with a new device during the same surgery.